Event description:
The patient alleged that the subject meter was reading inaccurately erratic when performing back to back blood glucose tests. However, it is not known what the blood glucose results obtained on the subject were. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device.